Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-94535.

Manufacturer narrative:
One opened/used sensor was tested and it passed per specifications with accurate readings.

Event description:
It was reported that the customer has a knee replacement surgery. While in the hospital, the doctor took the insulin pump off. The customer asked the doctor to reconnect the insulin pump, but the doctor refused. The customer reconnected anyway. Their blood glucose readings increased to 565 mg/dl, the insulin pump was removed, and the customer went into renal failure. The customer was also reporting a problem with their transmitter. The insulin pump alarmed lost sensor. During troubleshooting it was determined that the wrong transmitter ID was programmed in the insulin pump. Assistance was provided to program the correct information. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.